Event description:
Patient (B)(6) states that she has been doing single needle setup for 5 wks and in most cases has needed to change the set up 3 times per week because she is not able to main ain an expected fluid level in the expansion chamber. Sometimes the level is too low and air enters the circuit and sometimes the level is too high and wets the transducer profector. In one case, the level was good during set up and then all of a sudden the level was at the tp. Pt is diligent about checking to make sure connections ar tight. Issues occur during priming and also during treatment, once the tp is wet she needs to resetup the entire circuit. "Once the transduce is wet there is no fixing it." Patient lost one circuit of blood last week as she was not able to retransfuse her blood. Patient states that she has had no issues on regular hhd treatments.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and the reported defect was confirmed. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.